Event description:
Customer reports meter results of 133 mg/dl and 75 mg/dl within 10 mins, and meter results of 192 mg/dl and 66 mg/dl within 10 mins, all on the aviva sys. Customer reported symptoms of hypoglycemia, but did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.